Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reported having to have the pocket revised due to device migration and infection of the incision. The patient reported that another physician revised the pocket and re-implanted the device. There were no additional adverse patient effects. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.